Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted no conditions. The device's jaw opening and closing mechanism was functioning properly. The weld integrity of the device was inspected and was found to be within specification. The knife cut of the device was tested on a silicone test strip with acceptable results. The device was activated multiple times on a saline soaked gauze pad with satisfactory results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The device was activated with the rotation knob in various positions to detect any problematic activation issues. No electrical or wiring issues were found. The device sealing performance was tested on porcine kidney tissue. The sealing was adequate when the seal cycle reached the end tone. It was reported that the ligasure did not seal the vessel. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: an increased sensitivity of the jaw to produce regrasp alarms. Visual inspection noted the heel gap of the jaw was measured as required and was found to be on the low end of the specification. It has been determined that jaws measuring on the low end of specification, were more likely to generate alarm activations (regrasp alarms) during use. The most likely cause for the additional condition is traced to the design being inadequate for the purpose. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the hand piece had no seal. Re-grasp alert, energy delivery and end tone were unknown. There was no patient involvement.